Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspections noted a hole in the ventricular seal plug. Further testing concluded that all seal plugs were intact and all setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. No further testing was performed.

Event description:
Boston scientific received information that at implant, this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular sense channel which resulted in one diverted episode. Additional information confirmed that the setscrew was reseated and retightened. No other changes were made to the system. The device was later explanted for an unspecified reason.